Manufacturer narrative:
The investigation determined that both higher and lower than expected vitros vanc quality control and patient results were obtained while using the vitros 5,1 fs chemistry system. The higher and lower than expected vitros vanc results were caused by pre-analytical error due to incorrect vitros vanc reagent pack storage. No instrument or reagent malfunctions were identified. The root cause of this event is user error.

Event description:
The customer obtained both higher and lower than expected vitros vanc quality control and patient results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Lower than expected vitros vanc patient results were reported from the laboratory. It is unknown if corrected reports were issued for all of the affected patient samples. There was no report of patient harm as a result of this event. (B)(4).